Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The pipeline was not placed in a vessel bend when it failed to open; it was positioned in the straight segment of the m1 middle cerebral artery. No additional steps or devices were attempted to open the pipeline, as it was never fully deployed due to the stent tip not opening. The cause of the marksman damage was suspected by the doctor to be repeated manipulation of the stent tip. The cause of the pipeline failure to open was unknown, while the doctor suspects that the pipeline damage was caused by repeated deployment and retrieval attempts due to the inability of the tip to open.

Manufacturer narrative:
Continuation of d10: marksman catheter 150cm model number: fa-55150-1030 lot number: 229701666 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a marksman catheter had a distal kink and a pipeline flex stent (ped2) tip failed to open. The long sheath intermediate catheter was positioned super selectively at the c1 segment of the internal carotid artery. Under roadmap guidance, the guidewire guided the marksman catheter to the m1 segment of the right middle cerebral artery. Standard operating procedures were followed during the ped2 implant procedure, but after deploying the stent tip, it failed to open. Repeated attempts to open it were unsuccessful, and imaging showed a y-shaped configuration. The stent and microcatheter were removed, and upon deployment in vitro, it was found that the stent tip was rough and the microcatheter tip was deformed. The products were replaced with medtronic products to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh stent flow diversion surgery for treatment of an unruptured, amorphous aneurysm with a max diameter of 5 mm and a 4 mm neck diameter aneurysm. The landing zone arterial diameter was 3.2 mm distally and 4.3 mm proximally. Femoral artery access vessel diameter was 2 mm. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as unknown. The angiographic result post procedure showed multiple aneurysms of the c6 segment. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). Ancillary devices included a 6f 115cm navien guidecatheter.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex shield was returned stuck inside the distal tip of the marksman catheter, within a bio-hazard bag, and a shipping box. ¿ damage location details: both the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal end was not opened and frayed. The proximal end was found to be opened and frayed. The pushwire showed no bends, and there were no defects observed in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined, with no damage found. However, the catheter body was found to be accordioned from 4.8 cm to 10.6cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the pipeline flex shield was pushed out from the catheter lumen with difficulty. The total and usable length were measured within specifications. The catheter was flushed with water and found to be patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer report of "failure to open at the distal end" was confirmed, as the braid's distal end was not open and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid in the vessel bend. The customer indicated that the vessel tortuosity was normal and the braid was not positioned in the vessel bend, which rules these out as potential causes. It is possible that the damaged braid contributed to the failure to open. Braid damage can occur due to resheathing more than 2 times, over-manipulation, deployment technique, resistance encountered when advancing or retracting the delivery wire, or deploying/re-sheathing the braid against resistance. Additionally, the customer's report of "catheter kink/damage" was confirmed, as the pipeline flex shield was returned stuck inside the distal tip of the phenom 27 catheter. Both the pipeline flex shield and the catheter were found to have damage. The observed damage to the catheter (accordioning), braid (fraying), and hypotube (stretching) suggests that high force was applied. This damage may have resulted from the customer¿s attempts to advance or retrieve the pipeline flex shield through the catheter against resistance. Possible causes of resistance include vessel tortuosity and a lack of continuous flush with heparinized saline during delivery. The customer indicated that the vessel tortuosity was normal, which eliminates it as a potential cause. It is possible that a lack of continuous flush with heparinized saline during delivery may have contributed to the resistance, causing the pipeline flex shield delivery system and catheter to become damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.